Event description:
A malfunction alarm occurred with the customer's pump, displaying malfunction code malf 1, which was not resettable. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support decided to replace the pump, advising the customer on the necessary steps upon receiving the new pump and instructing them to return the defective pump using the provided return box and pre-paid label. The customer acknowledged the instructions and would use mdi as a backup insulin therapy.